Event description:
Customer reports that tubing broke in two where it attaches to the burette. Customer is not sure how long the set was hanging before the separation was discovered; no other details of incident available. No pt harm reported.

Manufacturer narrative:
Product return is not expected; customer's corporate policy prohibits releasing product that has been involved in a pt incident.